Event description:
A male patient had the abutment and crown of an implant break at the neck. There was no injury to the patient but the patient required the implant to be remade. The implant was placed in 2022.

Manufacturer narrative:
Terrats medical s.l. Received notification of this adverse event from henry schein inc. (Initial importer) on 11-jun-2026, referencing hs control#: (B)(6). The complaint relates to a tibase eng strbl rc 1mm (part#: 16.044) in which the abutment and crown fractured at the neck of the implant. The device was implanted in 2022. No patient injury was reported; however, intervention was required to replace the restoration. The failed device was not returned for evaluation. Retain samples are available but belong to a different batch. An internal review of the device history record, service records, and complaint history revealed no nonconformance's or similar prior complaints for this product reference. Based on the available information, the event appears to be an isolated case. No manufacturing defects were identified. A definitive root cause cannot be established without physical examination of the failed device. No corrective or preventive actions have been initiated at this time. The manufacturer will reassess if the failed device is returned or if additional information becomes available.